Manufacturer narrative:
It was reported that the surgeon wasn't able to get a stable construct with the patient specific stem coupled with any trialed head offset. The surgeon ended up removing the stem and implanting the size 12 127, 29 stem. The surgeon didn't have a stem extractor and he wasn't happy with the 3d printed trial neck performance as it bent during use. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the surgeon wasn't able to get a stable construct with the patient specific stem coupled with any trialed head offset. The surgeon ended up removing the stem and implanting the size 12 127, 29 stem. The surgeon didn't have a stem extractor and he wasn't happy with the 3d printed trial neck performance as it bent during use.